Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.